Event description:
Related manufacturer reference numbers: 2017865-2022-38256. It was reported that the patient presented in clinic for left ventricular (lv) lead revision. It was previously noted during in-clinic interrogation that the lv lead had exhibited high capture threshold due to dislodgement. During revision, it was found that the implantable cardioverter defibrillator (ICD) set screw could not be tightened and the septum was stripped. The lv lead and ICD were both explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, specification measurement, x-ray examination and visual inspection were normal with no anomalies found.